Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needles does not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor failed per specifications due to low readings place sensor under microscope and found gold trace damage at the working electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for low readings, found sensor damage. The customer complaint of needle anomaly could not be confirmed due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7040a. The customer is reporting a discrepancy between sg and bg which is not within range. Insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event was 114 mg/dl. The sensor glucose value from the reported event was 50 mg/dl. Sensor glucose and blood glucose difference is 64 mg/dl. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Mmt-7040a was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.